Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed during a device replacement for eri. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted, and patient will continue to be followed-up.